Event description:
User reports a leak from the back of the analyzer onto the floor. User placed absorbant pads on the floor to contain the water and blocked access to the back of the instrument. No one was harmed, no one needed treatment. User reran samples to verify results and found all results from the affected module were correct. The field service representative determined the sample probe wash tower was overfilling and he readjusted water pressure to sample probe rinse tower. Performance tests were performed.